Event description:
Customer called stating meter was reading lowl the meter reported a result of 16 mg/dl, compated to a result of 232mg/dl on another unknown meter. Customer asked to return the meter and a replacement was provided.